Event description:
The customer further reported that the event occurred during preparation for use. The intended procedure was completed with a similar device without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The returned device was evaluated, and the user's request of a ¿no image and only lines to be displayed¿ was confirmed. Only noise on the image (subject not visible) was displayed. Additionally, the evaluation found foreign debris on the switch substrate. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. The occurrence of watertight defects was confirmed to have not occurred in the actual product. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following warning: - the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was no signal on the camera head, causing no image and only lines to be displayed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
E2: no information. The device has been returned to olympus for evaluation. The investigation is ongoing and follow up is currently in process to obtain additional information. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer further reported that the event occurred during preparation for use. The intended procedure was completed with a similar device without delay.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 8/8/2013.